Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device was an attempted implant. Noise was observed on the electrograms (egm). Additionally, the implanter experienced difficulty tightening the setscrews onto the lead. The physician was not comfortable implanting the device and replacement device was utilized and implanted without further incident. No adverse patient effects were reported.